Event description:
Pt ran from room to nurses station complaining of chest pain. Pt diaphoretic, crying and coughing. Evaluated and found to have pulse oximetry reading of 88% on room air. Respiratory rate 34(baseline 20's). Blowby oxygen administered with improvement of pulse oximetry to 95-97%. Pt with persisting complaints of chest pain. Pt emphatically asking care providers not to use left hand IV heplock and stating "she put something in it." Air noted in t-connector. Based on further questioning of the pt and her 5-year old playmate, customer believes that the girls administered a bolus (amount unk, but another co's syringe was found with playmate) of air through the device to the pt while playing. Device was connected to a smallbore.